Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken trace on the interface circuit board. The button error alarm could not be verified due to the blank display. The insulin pump had a cracked display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported via phone, the insulin pump alarmed button error she attempted to fix it by changing out the battery. Customer does not recall blood glucose level. The device was not dropped or exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to damage. Customer agreed to return the device.